Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A revision surgery was performed, during which fluid loss caused by a hole in each cylinder was identified. Cylinders and pump were removed and replaced. There were no patient complications reported.